Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: 9928842) was received at us cq. Upon visual inspection, it was observed that the needle component had broken off of the center shaft of the device at the needles proximal end. The broken off needle was received at us cq and was observed to be bent near the tip of the component. Additionally, it was observed that the protection sleeve component was missing from the device. No other issues were identified. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: needle od distal to break, proximal to bend = 1.25mm +0mm/-0.05mm. Measured dimensions: needle od distal to break, proximal to bend = 1.21mm, conforming. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the needle component had broken off of the center shaft of the device and the protection sleeve component was missing from the device. While no definitive root cause could be determined, it is possible that unintended forces were applied to the device and/or the protection sleeve was lost during sterilization of the instrument. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part number:319.006, synthes lot number: 9928842, supplier lot number: n/a, release to warehouse date: 09nov2015, expiration date: n/a, manufactured by synthes jennersville. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The depth gauge for 2.0mm and 2.4mm screws (part #: 319.006, lot #: 9928842) was received at us cq. Upon visual inspection, it was observed that the needle component had broken off of the center shaft of the device at the needles proximal end. The broken off needle was received at us cq and was observed to be bent near the tip of the component. Additionally, it was observed that the protection sleeve component was missing from the device. No other issues were identified. This complaint was confirmed as the needle component had broken off of the center shaft of the device and the protection sleeve component was missing from the device. While no definitive root cause could be determined, it is possible that unintended forces were applied to the device and/or the protection sleeve was lost during sterilization of the instrument. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, a depth gauge was received from with an unknown allegation and no other information. Patient and procedure involvement were unknown. This complaint involves 1 device. This report is for (1) depth gauge for 2.0mm and 2.4mm screws this is report 1 of 1 (B)(4). Related complaint: (B)(4).